Manufacturer narrative:
Additional information was received on 11/1/2019. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 250cc saline prosthesis experienced left sided deflation post procedure. The deflation was confirmed by a physician. Additionally, bilateral ptosis was noted. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 150cc saline prostheses was performed. On (B)(6) 2019 mentor submitted the left sided deflation event under 1645337-2019-20608. On 10/8/2019 mentor received additional information and initial awareness of bilateral ptosis. This report relates to the right sided ptosis event. Mentor received both serial number (B)(4) as possible serial numbers for the impacted product. If clarification is received, then a supplemental report will be submitted.